Event description:
It was reported the stimulation was turning off with the patient¿s most recently implanted implantable neurostimulators (ins). They felt as though the device or devices were turning on and off. Additional information received reported the patient had facial paresthesia. They had infrequent ¿fleeting feelings of not being there (seizure-like)¿. The service life of the left battery was ok and it was at 3.02v.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the physician ran a usage analysis. The device was not turning on or off and the patient was getting continuous coverage. Because of his movement disorder the patient was programmed at higher than normal parameters which dr. Mogilner said was responsible for parenthesis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient had a loss of therapy and a tingling sensation they did not feel before. If the patient decreased therapy, the tingling stopped, but their tremors then increased. If therapy was increased, the patient'stremors were relieved, but they felt tingling. Nothing out of the ordinary had occurred, but the patient was known to trip and usually catch themselves on a wall. The patient had a recent implantable neurostimulator (ins) replacement procedure and the issue started after the replacement. The replacement of the ins was due to normal battery depletion.

Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v331899, implanted: (B)(6) 2009, product type: lead. (B)(4).